Manufacturer narrative:
One device was returned for analysis. Visual inspection found the device was used and not in its original packaging. The tamper seal was broken. A functional test and visual inspection were performed and the reported issue was duplicated. The device was found to displayed "41622" error code message during power up and was unable to prime the motor. The reported issue was due to a faulty optical cam flex switch. As a result, the optical cam flex was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 41622. It is unknown if there was patient involvement, no adverse patient effects were reported.